Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-21161, 3006705815-2020-02054, 1627487-2020-21204, 3006705815-2020-02055, 3006705815-2020-02057, 1627487-2020-21205, 1627487-2020-21206. It was reported that the patient had an infection. In turn, the patient underwent surgical intervention on unknown date where in both systems were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.